Event description:
It was reported that the patient presented to the ER after receiving inappropriate atp and hv therapy for af with rapid ventricular response. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
No medwatch form was received.